Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the patient sample was drawn in hospital lab, the sample tube type is a serum separator tube (sst), the sample was frozen until the date of testing, and the centrifugation was for 10 minutes at 2800 revolutions per minute (rpm). A siemens customer service engineer (cse) was dispatched to the customer site. The cse completed a total service call, realigned the aspirate probes, replaced the ancillary probe and performed alignments respective to the wash station position. The cse performed a quality control (qc) run and stated that results passed and the instrument is operational. A follow-up was performed, and the customer reports the hcv assay and instrument are performing within specifications. No further evaluation of this device is required. The following mdrs were filed for the same event: 2432235-2018-00332 and 2432235-2018-00333.

Event description:
The customer informs that discordant, (B)(6) patient results were obtained on an advia centaur xp instrument. The initial result was reported and questioned by the physician(s). The customer used the same patient sample and instrument to perform repeat testing on following day(s). The repeat results were (B)(6), and the customer sent out the patient sample to test on an alternate platform. The alternate platform produced a (B)(6) result, and the customer informs that the correct result is unknown. There are no reports of patient intervention or adverse health consequence due to the (B)(6) patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00329 on (B)(6) 2018. Additional information (B)(6) 2018): siemens has completed the investigation for the alleged false negative anti-hepatitis c antibodies (hcv) samples results. The investigation required testing the patient sample to determine if the patient results match the reactive result obtained with the alternate platform. Siemens conducted the testing using an immunoblot method called innolia which looks for reactivity to any of the hcv antigens including c1, c2, e2, ns4, and ns5. The testing demonstrated negative hcv results with all antigen bands showing a negative reactivity. The patient sample also showed similar recovery to a pool of 20 hcv negative patients. In conclusion, the testing indicates this patient should not be reactive for hcv. The cause for a reactive result obtained with an alternate platform is unknown. The information was communicated to the customer, and no further evaluation of this device is required. The following mdrs were filed for the same event: 2432235-2018-00332_s1 and 2432235-2018-00333_s1.